Manufacturer narrative:
(B)(4) endoleaks are addressed per the IFU. No product or images were returned to assist in the investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. With the info provided it is difficult to determine how the device may have contributed to the reported endoleak. The physician commented that size of the mainbody graft may have contributed to the type la. We are unable to comment on the pt's suitability for ever as imaging and pre-implant determinants were not reported. Additional intervention because of the type la was not reported. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.

Event description:
A (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair but both right and left common iliac arteries were moderate calcified and the right external iliac artery was moderate tortuous. The procedure consisted of placement of a zenith main body graft, two zenith iliac leg grafts, and a proximal type I endoleak and distal type I endoleaks from both iliacs were observed. The distal type I endoleak on the right was solved by re-ballooning. The distal type I endoleak on the left side was solved by additional placement of an iliac leg graft. Re-ballooning was performed for the proximal type I endoleak but the leak slightly remained. The pt's condition is unk as it was not provided by reporter.